Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported hearing a "high low tone" alert. The patient also indicated they had a 'little stinging' sensation by the device. Follow-up indicated that the device was removed and replaced. No patient complications were reported as a result of this event.